Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible on the shaft, balloon and on the tip, consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was dislodged and located proximal to the balloon on the shaft, confirming the reported information. There were two flared proximal struts on the first row of the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were fibers entangled with the first and second proximal struts on the stent implant. The distal end of the soft tip was flared. There was a kink in the distal shaft 1 cm distal to the guide wire exit notch. There were multiple bends in the hypotube 5 cm distal to the strain relief tubing for a length of 82 cm. There was a kink in the hypotube, 40.5 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the tip damage, bends, and kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Additionally, it is likely that the sds was wiped down after the procedure, contributing to the noted fibers on the stent as there was no mention of the fibers in the case description. The tip length was measured and met manufacturing criteria. The stent outer diameter dimension was outside of the accepted manufacturing specification; however, because stent outer diameter is verified at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily tortuous and moderately calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion would have then led to the stent dislodging onto the proximal shaft. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery with heavy tortuosity and moderate calcification. Multiple stents could not cross the lesion including two 2.5 x 12 xience stents, a 2.5 x 15 xience stent, and a 2.5 x 12 mini vision. Subsequent information reported that upon removal of the second 2.5 x 12 xience stent that did not cross the lesion, it was noted that the stent was found dislodged on the device. The procedure was completed with ballooning only. There were no adverse patient effects reported. No additional information was provided.